Manufacturer narrative:
One device was returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined. The complaint database was reviewed and no additional complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
One device is expected to return for evaluation. A review of the device history record and complaint database is in progress. A follow up will be submitted when the evaluation has been completed.

Event description:
During a fine needle aspiration, the tip of the wire sheared off inside the patient's pancreas. The wire tip was not removed and the physician does not plan on an additional procedure to retrieve it.